Manufacturer narrative:
Investigation results: visual investigation: the insulation is damaged at the distal end, signs of burns can be found. Furthermore, the ceramic component is fractured. Scratches on the insulation can be found most likely caused by friction at the edge of a trocar. The crack in the ceramic probably led to an insulation fault, which caused leakage current to develop and damaged the outer insulation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(10) probability of occurrence 2(10)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Update: 1 / 2h after start of intervention --- 3x1 minute. No consequence for the patient. No surgery delay. On the high frequency generator: bipolar forced effect: 2, watts:50, the instrument heated up and the sheath burst in the patient's chest. The sheath "opened" at the level of the articulation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with (B)(4)- disp.combination instr.bipolar d:5/310mm. According to the complaint description, the insulation of the device broke during surgery. The sheath "burst" open during coagulation in a video lobectomy. There was no described patient harm nor surgical delay. It was noted that it had opened at the level of articulation and may have possibly been too long. Additional information was not provided nor available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).